Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
Event description: on 23 jan 2026, arthrex was notified via email of a case study published on july 2020 by the journal of clinical orthopedic trauma ¿pediatric tibial eminence fracture treatment: a case series using a bioabsorbable screw.¿ the study reviewed 5 patients that identified patellar instability with decreased active terminal extension of 5° in 1 patient during the 2 year follow-up. Reference: honeycutt mw, rambo aj, zieman dp, nimityongskul p. Pediatric tibial eminence fracture treatment: a case series using a bioabsorbable screw. J clin orthop trauma. Jul 2020;11(suppl 4):s675-s680. Doi:10.1016/j.jcot.2020.01.015.